Event description:
It was reported that the patient received multiple inappropriate shocks for atrial fib with rapid ventricular response (rvr). The implantable cardioverter defibrillator (ICD) device¿s discriminator failed to filter out this arrhythmia. Reprogramming was performed and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 implantable tachy lead (B)(6) 2008; 419388 implantable pacing lead (B)(4) 2008; 5076-45 implantable pacing lead (B)(6) 2008. (B)(4).